Event description:
The needle was found broken off in the pt's abdomen [needle issue]. The pt's daughter suspected the quality of novofine 30g in question. [Product quality issue]. Case description: the incident does not represent a serious public health threat. Medical device info: class iib. This spontaneous case from (B)(6) was reported by a consumer as "the needle was found broken off in the pt's abdomen" and "the pt's daughter suspected the quality of novofine 30g in question." It concerns a female pt of unk age using novofine (30g) (needle) due to device therapy. Pt's height and medical history was not reported. On (B)(6) 2011, the pt's daughter gave the pt an injection of insulin with a novofine 30g needle. After finishing injection, the pt found the needle was broken off in her abdomen and she was rushed to hospital by ambulance. After receiving CT (computerized tomography) scan (result not reported), the broken needle was removed by surgery. The incision was stitched. The pt's daughter suspected the quality of the suspected novofine 30g. The outcome was not reported.